Event description:
New information received the lead revision was performed on (B)(6) 2026. The physician elected to leave the lead as a backup and replace the rv lead. No patient consequences was reported.

Manufacturer narrative:
Correction section b5: the lead revision was performed on (B)(6) 2026 instead of (B)(6) 2026.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise over-sensing resulting in pacing inhibition. The physician elected to revise and replace the rv lead on (B)(6) 2026. The patient was in stable condition with no patient consequences.